Manufacturer narrative:
The initial report occurred on 05/19/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty staff monitor. The monitor was replaced. The replaced monitor was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the staff monitor.

Event description:
A site representative reported that the system's monitor turned white in the middle of surgery. The site was able to continue surgery using the surgeon monitor. There was no patient impact or delay in surgery reported.